Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 8598a, (serial:(B)(6)); product type: 0184-catheter; implant date:(B)(6) 2022; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ ml) via an implantable pump. It was reported that the patient had a reduction in relief. The healthcare provider (hcp) performed an xray and found a migration of the catheter. It was unknown if external factors were involved. A catheter revision occurred, the spinal segment was replaced, and the issue was resolved.